Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab ap waveform poor signal is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient. After the intra-aortic balloon pump (iabp) was started, no pressure waveform appeared. As a result, the iab was replaced and the pressure waveform appeared, and the iabp worked normally. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient. After the intra-aortic balloon pump (iabp) was started, no pressure waveform appeared. As a result, the iab was replaced and the pressure waveform appeared, and the iabp worked normally. There was no report of patient complications, serious injury or death.